Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and historical data, a possible cause of the malfunctions could include degradation and stress problems. The most probable cause is random component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the deflectable videoscope exhibited adhesive around the objective lens was peeled. The metal section of the distal end was scratched. Lastly, the adhesive on the bending rubber was chipped and missing. There was no patient involvement.